Event description:
It was reported that the device was at eri (elective replacement indicator) after only 11 months (normal parameter settings). No shocks were delivered by the device other than at implant. Device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: a high current drain condition, confirmed during preliminary analysis, caused the premature battery depletion. Further investigation traced the high current drain to an integrated circuit. The high current condition cleared during analysis, therefore the root cause could not be determined.